Manufacturer narrative:
The c1535 marker is a biopsy site identifier used to provide an imagable locator of a biopsy site for follow-up care. The marker is a stainless steel clip, contained within a disposable plastic applicator, which is deployed into the breast biopsy site through the biopsy probe that was used to excise the tissue. On 12/16/2015 an 11g micromark clip (c1535), lot number f11349201d1, was received for evaluation. The visual inspection of the device showed that the device was damaged and the clip had not been deployed. The root cause could not be confirmed. However, one possible root cause is the continuation of the insertion beyond significant resistance as described in the IFU. Follow up communication with the customer confirmed that the breakage was observed prior to marker deployment and no parts of the c1535 applicator were transferred to the patient. The device was replaced and the biopsy site was marked, with no patient consequence. However, as the occurrence has potential to result in patient consequence, we are submitting this medwatch report.

Event description:
The affiliate in (B)(4) reported that prior to marker deployment, the tip of the flexible introducer of the c1535 was broken as soon as the doctor inserted it into the probe.